Event description:
The facility reported that as the patient was being lifted out of the bed, the bolt holding the lift frame came loose and the weight of the patient caused the frame to bend. The patient fell back onto the bed. No injuries were reported. (B) (4).